Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. X-ray examination found bunched up/ damaged inner coil at the connector region consistent with procedural damage. Unable to test the guidewire insertion due to the bunched up/ damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire failed to be advanced on the left ventricular lead. The lead was not used, and case was abandoned. The patient was stable.